Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the pump had been intermittently stalling and recovering and it was currently not stalled. The hcp reported that the patient had been going in and out of withdrawal. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device and the personal therapy manager (ptm). The drug being delivered was 15 mg/ml hydromorphone at 5.7 mg/day and 20 mg/ml bupivacaine at 7.643 mg/day. The reason for use was non-malignant pain. The patient reported that the error code 8476 was on the ptm, which indicated a motor stall. The patient heard the pump alarm. On (B)(6) 2018, ¿all of a sudden her pump started to alarm like the pump was empty.¿ the patient stated that the ptm wasn't working, she changed the batteries and was able to get one or two boluses. The patient heard the alarm again on (B)(6) 2018 and were getting the error message 8476. The alarm stopped for a short while. The patient had no recent medical procedures, she got shots in her neck and shoulder ¿a couple weeks ago¿ and had been at home recovering ever since. The caller was to follow up with the hcp. There were no symptoms reported. There were no further complications reported/anticipated. Additional information was received from the hcp via the rep on (B)(6) 2018. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have magnetic resonance imaging (MRI). The pump status and/or event log report a motor stall occurred. There were multiple motor stalls and recoveries. It was reported that the issue started on (B)(6) 2018. Pump replacement was considered and reviewed to the caller. It was reported that if the device was explanted, it was recommended that the pump be returned to the manufacturer. There were no symptoms reported. The patient¿s weight was reported. There were no further complications reported/anticipated.